Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation procedure with a 425cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. Both implants were replaced with similar mentor prosthesis on (B)(6) 2022.

Manufacturer narrative:
On october 24, 2022, a blind device was received product evaluation lab on (B)(6) 2022 with no complaint information attached and could not be associated with an existing complaint. After performing three attempts to obtain additional information with no response received, another complaint file was created to report the analysis results. Once evaluation is completed, a separate report will be submitted manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2022, mentor became aware that both devices received on october 24, 2022 belong to this patient and mistakenly were not reported. Lot number 268091 has been added to field d4. Mentor is aware that date of implant is after expiration date of lot 268091. Any information received will be submitted under supplemental report. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the right side. Left side deflation is being reported separately. Manufacturer¿s reference number: (B)(4). Both devices were received and were treated as blind devices since they were not labeled

Manufacturer narrative:
On december 13, 202, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold extended from the anterior view to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental report is for the right side. Manufacturer¿s reference number: (B)(4).